Event description:
It was reported that the customer received multiple occlusion alarms in conjunction with a cartridge alarm during bolus delivery. The customer's blood glucose level was 358 mg/dl. The customer changed out both the cartridge and the infusion set after receiving the alarm and prior to contacting tandem customer technical support. The customer had back up insulin shots to correct the blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.